Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Center reported that patient underwent photorefractive keratectomy (prk) in left eye on (B)(6) 2014 secondary to an aborted lasik due to suction loss during flap creation, prescription treatment -1.50 -1.00 x 095. Primary eye care provider noticed haze on (B)(6) 2014 and managed the patient in his private practice for quite a while until referred back to center on (B)(6) 2014. At that time 3+ haze was noted in left eye. Patient treated with steroids in left eye for 5 months and was seen monthly. On (B)(6) 2015 prescription in left eye -2.5 x .50 x 150 20/20+. Prescription stable for 3 months and patient off all drops. Patient doing well with monovision correction and will enhance with photorefractive keratectomy mytomicyn c if patient desires. Patient happy with current status.